Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. Device failed returned instrument test/evaluation (rite) functional testing for alarming with no display. Device passed homechoice rite electrical safety analyzer testing. The reported issue of audible alarm was duplicated during sample analysis. The direct cause was determined to be a poor connection on the digital board. During servicing there were 2 digital board processors that were reworked. A short simulated therapy was attempted and noises were heard when the compressor was on. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified audible alarm. The patient was connected at the time of the alarm. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. The patient was reported to be diabetic and on insulin or diabetes medication. The patient was informed that missed therapy together with insulin or diabetes-related medication use may cause blood sugar to fall and was advised to talk with their nurse or health-care professional immediately. There was no patient injury or medical intervention associated with this event. No additional information is available.